Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion which were verified through a review of the event history log as 'upstream occlusion' messages and found to be caused by an upstream sensor out of calibration specification range. The upstream sensor failed calibration and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.